Event description:
The pacemaker was implanted 3/12/1998. During a follow-up procedure on 5/13/1998 the physician noticed no pacemaker spikes on the electrocardiogram strip and the pacemaker could not be interrogated.